Manufacturer narrative:
2938836-2016-01331. No conclusion code available. The reported set screw anomaly was confirmed in the laboratory and was due to silicone, septum material inside the vtip set screw hex cavity that prevented full insertion of the torque driver.

Event description:
It was reported that during generator replacement, the rv lead could not be released from the device header. This required physician to pull on the lead and as a result, the insulation separated and lead pin remained in the header. The rv lead was capped and replaced. The device was replaced without further incidence. Patient was stable post-procedure.